Manufacturer narrative:
This is one of two device reports related to this event. The associated manufacturer report numbers are 1225714-2015-06035 and 1225714-2015-06036.

Event description:
Additional information received noted the patient expired on the same day as experiencing the sudden cardiac event.

Manufacturer narrative:
Patient code (B)(4) is being used to reflect the cardiac event. This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.